Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The pump was found to be out of warranty, and the caller was advised to contact the clinic for a renewal pump.